Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device a full evaluation will be completed. Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, a patient underwent arterial thrombectomy using inari devices. The patient's clot age was estimated at 14 days. While inserting the artix thin-walled sheath (artix sheath), the distal marker band separated from the sheath. The sheath was removed from the patient; however, the marker band remained in the patient's subcutaneous tissue. An arterial cutdown was completed to remove the marker band.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection of the artix thin-walled sheath (artix sheath) confirmed the distal marker band had separated from the end of the sheath shaft. The separation location was further inspected under digital microscope. Tungsten remnants were observed adhered to the exterior pebax shaft and were not observed on the cross section of the fracture surface. The marker band likely separated due to inadequate heat bonding of the marker band to the pebax shaft. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Manufacturer reference: (B)(4).